Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint. Failure analysis investigation found the instruments grip tips were bent. One grip was bent, causing side to side misalignment of grips. There was a .251 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. The instrument passed electrical continuity testing. The bent damage may have been likely due to mishandling/ misuse. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. Scratches were .017 - .262 in length and not aligned with the tube axis. The scratch and abrasion damage may have been likely due to mishandling/ misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the tips were misaligned on the fenestrated bipolar forceps. No missing or fallen pieces were reported.